Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 15.0 mmol/l at the time of incident. The customer stated that they will be treating the blood glucose with insulin pen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad trace. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.